Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery or failed batt test alarm noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a failed battery test. Customer's blood glucose was 32 mg/dl, which was treated with food. During troubleshooting for failed battery test it was found that battery compartment was corroded. Customer was advised that insulin pump would need to be replaced.